Event description:
It was reported this ureteral stent was placed in a pt with severe cervical cancer. The pt underwent e-beam radiation therapy for a period of 5 weeks as well as placement of a cesium implant needle into the cervix. The pt subsequently developed a fistula in the ureter. An ileal conduit was performed. The pt's condition is good. The device has been destroyed by user facility. Therefore, no failure analysis will be available. Co believes the pt's condition and subsequent radiation therapy contributed to this event.